Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and, after the issue was resolved, was advised to continue using the pump. If the malfunction recurs, the customer was instructed to call back for further support.